Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Product event summary: a pump and outflow graft with unknown serial number was not returned for evaluation. Log file analysis could not be performed since log files covering the reported event date were not available for analysis. The reported event could not be confirmed due to insufficient evidence. Based on the investigation conducted, there is no evidence to suggest that a device malfunction caused or contributed to the reported event. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: brand name: heartware ventricular assist system outflow graft, model #: unk / catalog #: unk / expiration date: unk / lot #: unk, UDI #:(B)(4), device available for evaluation: no, mfg date: unk, labeled for single use: yes, (B)(4). This event was reported in the q3 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's lactate dehydrogenase (ldh), auric, lactic acidemia, and liver enzymes levels were elevated. The patient was showing signs of hemolysis and was given anticoagulation therapy. The chest was opened, and the patient was placed on cardiopulmonary bypass. The outflow graft was cut revealing the left ventricle was completely full with minimal amount of flow that was coming out of the left ventricular graft. The ventricular assist device (vad) was taken out and a thrombus was noted adherent into the left ventricle extending in the cannula. The thrombus was removed, and all the pledged stitches were removed and the vad was exchanged. It was noted that the patient experienced renal failure that required dialysis. It was also noted that the patient had an arterial non-cns thromboembolism that was found operatively in a limb. No further patient complications were reported as part of the event. This event was reported in the q3 2019 intermacs data registry that tracks clinical outcomes of patients on ventricular assist device (vad) support. The data registry does not contain device identifying information or event date and therefore cannot be correlated to any previously received report of the event. Based on the provided data, device analysis will not be possible and no further information will likely be made available concerning the event.